Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that common femoral vein venotomy closure was attempted using a proglide device after an interventional atrial septal defect procedure. Imaging of the venous access site was not performed prior to proglide use. Reportedly, there was no suture with plunger removal and no completion of the knot. During removal of the device, the footplate would not close. The device stuck in the vessel. The patient complained of discomfort and was given pain medication. The device was removed without further issue or tissue damage. Another proglide device was used to achieve hemostasis. Additional pain medication was given to patient post procedure for pain in the groin. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss and foot retraction issue were not confirmed. The posterior foot was separated (not returned). The difficulty removing the device could not be replicated in a testing environment as it was based on operational circumstances. It should be noted the proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported foot retraction issue and difficult to remove the device; however, the needle to cuff miss and treatments appear to be related to circumstances of the procedure. The patient effect of tissue damage is a potential adverse event of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.